Event description:
It was reported that the customer had a failed battery test and weak battery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery (energizer) to the insulin pump. The customer receive a failed battery test. The customer was advised that the insulin pump need to be replaced and revert to back up plan per health care provider instruction. The customer decline to troubleshoot for weak battery alarm since the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, low battery, or failed battery test alarms noted. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).